Event description:
It was reported at follow up, low sensing and no capture were observed. Echocardiogram and CT scan confirmed perforation. Lead was repositioned. The patient's condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.